Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the devices could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted. Sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. There was no reported bleeding and therefore no blood loss in milliliters or transfusion was necessary. The jaws of the device were cleaned frequently during the case. Approximately 2¿3 successful seals were completed before the issue arose. The problem occurred while working on the round ligaments and the tissue was described as skeletonized and not too thick. Surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. No patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the device could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. Approximately 2¿3 successful seals were completed after the device¿s knife blade was exposed. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Other devices were used successfully with the same generator however afterwards, the second device took 5 to 6 attempts to seal and not cutting properly with no regrasp alert but with evidence of energy delivery and end tones were heard then stopped working. The jaws of the device were cleaned frequently during the case. The surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw and knife blade was stuck on eschar buildup. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device stopped wor king and the device had cutting issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the devices could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. The jaws of the device were cleaned frequently during the case. Approximately 2¿3 successful seals were completed before the issue arose. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Surgeon completed the procedure using a bipolar device. No patient injury.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot #: 43390291x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d4(UDI), g3 correction: d3(MFR name and street 1) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the device could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. Approximately 2¿3 successful seals were completed after the device¿s knife blade was exposed. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Other devices were used successfully with the same generator; however, the second device had no regrasp alert, although energy delivery was evident and end tones were heard. Afterwards, the device stopped working. The jaws of the device were cleaned frequently during the case. The surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw and knife blade was stuck on eschar buildup. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.